Event description:
Dealer called stating that the consumer was walking with the 6281-a walker, on an unknown surface, when he allegedly fell, bending the frame of the device. It is unknown what caused the fall. Dealer has replaced the unit for the consumer. No injury reported. The malfunction has not been confirmed.